Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The patient was examined with her right forearm above the head with the sense flex-m coil positioned around it. The left arm was positioned beside the body. Nothing unusual was noticed during the examination, but after the examination a red spot with a yellow pussy blister with the size of a golf ball was noticed on the upper left back of the patient.